Event description:
I paid roughly (B)(4) for an ultherapy treatment. I was given pills to stay calm and help with potential pain. I did the procedure at (B)(6). It's a lot of money so I was hoping for some difference. I was so amazed at how easy and pain free the procedure was. I had no swelling, no nothing. I waited and waited hoping for results but none. I mentioned it to the office but since I don't have the umph to fight and I was told I got a great deal plus it's all about expectations, I could tell they were not going to listen to me or help rectify my financial loss and dissatisfaction. Maybe something was wrong with the technique or the equipment? I'd love to understand more about this. Extremely frustrated for saving for so long too. Any information would be great to help me with my question about possible fraudulent procedures and advertising? Good bless. (B)(6).